Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the pump was removed due to infection. The physician had moved the pump because it was in an awkward position on the side and there was a staple left inside that caused the infection. All parts of the device system were removed.

Event description:
It was reported from the consumer (con) that she had been experiencing pain since (B)(6) 2015. It was reported that the pump turned on its side and would move around making it hard to fill and "uncomfortable when really pushed out". The patient reported that they have had four pump revisions for multiple pumps over the course of their infusion treatment history. Patient often had to use x-ray intervention to refill the pump which was uneasy and uncomfortable. The patient reported getting an infection after the last revision and having to have the pump removed as well as spending two weeks in the hospital as she was "violently ill". The patient ended up in the heart unit at the hospital. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.